Event description:
It was reported that last year this patient was seen in the emergency room due to being diaphoretic and clammy. The pulse taken by the daughter whom was a nurse practitioner was 30bpm, and the device interrogation was reviewed and indicated everything was normal. The patient was again checked the next day, where outputs were appropriately above the safety margin at 2.2 to 2.8v. Isometrics were performed, and no oversensing was observed. Technical services review indicated that this was high thresholds with this loss of capture where both the primary and backup pace had output greater than 3.5v. The device was reprogrammed at that time to fixed 4v, with no other issues reported. Recently, the rv lead was surgically capped and replaced due to ongoing high capture thresholds. A new lead was implanted successfully. No additional adverse patient effects were reported.